Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported air sensor was continuously shutting off the roller pump and causing alarms. The air sensor was removed and the case concluded without the use of the air sensor. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.